Event description:
On (B)(6) 2010, the pt presented with aphasia, right-sided hemiparesis and a mrs of 4. The penumbra system was used on the target vessel, left ica supraclinoid. The first pass with the penumbra 041 was unsuccessful, so the clot was laced with 30 mg of ia tpa and then the penumbra 032 catheter was used successfully. On (B)(6) 2010 an intracranial hemorrhage occurred as reported during review of data for the clinical trial, "with only slight edema on the post procedure CT scans with demarcation of large parts of the mca territory with resulting edema. As a result of this edema, a craniectomy was performed". The event was reported as moderate with uncertain relationship to the study device and definite relationship to the angiographic procedure. It was resolved by (B)(6) 2010. This MDR is associated with MDR 3005168196-2011-00077.

Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The info in this report was collected during the review of stroke cases for the (B)(4). The info available regarding these events is limited to the procedural reports provided by the hospital.